Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. A dislocation always appears between the glenoid side and the humeral side. The tray in this complaint is linked to the insert, so it¿s not directly linked with the glenoid side. So, this device is concomitant and did not contribute to the reported failure. During the revision surgery, the tray was changed by the surgeon to avoid any problem in the future with a tray of the same size. Therefore, this complaint is closed without further investigation.

Event description:
It was reported that the patient underwent a revision due to dislocation after a fall; it was not related to any device. There was also loosening of the prosthesis, rotator cuff insufficiency , poly wear, and the patient had pain. Insert was replaced to 42+9a; the tray was replaced to a high+0.

Event description:
It was reported that the patient underwent a revision due to dislocation after a fall; it was not related to any device. There was also loosening of the prosthesis, rotator cuff insufficiency , poly wear, and the patient had pain. Insert was replaced to 42+9a; the tray was replaced to a high+0.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.